Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion. The device has difficulty passing through the lesion. The physician noticed under fluoroscopy that the stent had shortened when about to be inflated. When the device was pulled out, the stent cannot enter the guiding. The guiding and the stent were pulled out as a unit but until the sheath where the stent dislodged and stuck in the femoral artery. The stent was pulled out using a snare. No further patient complications were reported and the patient's status was fine.